Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons became unresponsive during a bolus. The blood glucose reading was 140 mg/dl. The customer did not recall any significant event leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.